Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
This event occurred at swedish medical center with doctor assini. An expired vizadisc was inadvertently used for this case. My manager and myself have checked the account and there is no more expired items on the shelf.

Manufacturer narrative:
A follow-up3 2 is being submitted to correct the 510(k) number.

Event description:
This event occurred at (B)(6) medical center with doctor (B)(6). An expired vizadisc was inadvertently used for this case. My manager and myself have checked the account and there is no more expired items on the shelf.

Manufacturer narrative:
Although the labeling stated the expiration date, the mps inadvertently used the product past it's expiration date. The expiration date was noticed after the case was completed.

Event description:
This event occurred at (B)(6)with doctor (B)(6). An expired vizadisc was inadvertently used for this case. My manager and myself have checked the account and there is no more expired items on the shelf.